Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge insulin. The customer's blood glucose level was 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.